Event description:
It was reported by a nurse that high impedance was seen at a follow-up appointment. No trauma was reported to have had contributed to the reported high impedance. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Event description:
On (B)(6) 2013 the patient¿s programming history was reviewed. On (B)(6) 2012 diagnostics were performed which showed high impedance and the device was disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient is currently on a waiting list for vns revision surgery, but no surgery date is known.

Manufacturer narrative:
Describe event or problem, corrected data: the previous MDR stated that the patient¿s generator was explanted. Additional information indicates that the generator and lead were explanted and replaced.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2013. The explanted lead has not been returned to the manufacturer to date. During generator analysis, there was no indication from the device that an end of service condition existed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the vns patient¿s generator was explanted due to battery depletion. The explanted generator was returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.